Event description:
Customer reported via phone, he was attempting to bolus and the numbers kept scrolling. The device then froze up so he took the battery out. Customer's blood glucose was 170 mg/dl customer didn't recall any significant event which may have cause the keypad issues. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly however, moisture damage was found on the keypad traces. No frozen screen, no ramping numbers on their own or scrolling bar moving anomaly noted. The insulin pump has minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.